Event description:
Meter name: fasttake. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: nervous. A pt reported they were unable to obtain a blood glucose result on the meter. Their meter allegedly would only prompt error 2 message. Pt was not treated. No further info has been reported.